Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: sion blue, guide catheter: hyperion al35. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. The traveler rx is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo concentric lesion in the mid right coronary artery (rca) with mild tortuosity and heavy calcification that was 90% stenosed. Resistance was felt during advancement of the 3.0 mm x 15 mm nc traveler rx balloon dilatation catheter (bdc) through the lesion for pre-dilatation; however, it was able to cross successfully. The balloon partially inflated when the pressure was applied for 10 seconds during the first inflation at 15 atmospheres. The bdc was removed from the anatomy and a longitudinal tear was observed on the balloon. A non-abbott balloon was used for pre-dilatation. The procedure was successfully completed when a xience alpine stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.